Manufacturer narrative:
Additional information was received on the patient. On (B)(6) 2016, information was received that unfortunately the patient suffered a further set back and collapsed in the ward. A CT scan showed large air emboli to both the coronary arteries and the brain, her patched fistula had reopened (for the second time). The patient was taken to the theatre and while the fistula on her left atrium was re-stitched, her esophagus was too badly damaged and the surgeons opted to remove it during some very complex surgery. The prognosis was extremely poor and the physician expected the patient to pass away within the next 24 hours. The physician is confident that visitag is not to blame for the adverse event. On (B)(6) 2016, additional patient status update was received that the passed away late friday evening (B)(6), 2016. (B)(4)

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: carto 3 system (model# m-4800-01 serial# (B)(4)); smartablate pump (model# m-4900-109 serial# (B)(4)); lasso nav eco 2515 (model# d-1343-01-s lot# unknown); carto 3 patches (model# unknown lot# unknown); st jude medical agilis sm curve (model# unknown lot # unknown). Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for paroxysmal atrial fibrillation using a smartablate generator and a thermocool smarttouch uni-directional navigation catheter and suffered an atrio-esophageal fistula requiring surgical intervention, cerebrovascular accident, and pulmonary embolism. The procedure was completed without any observed complications. The patient was enrolled as part of an ongoing multicenter study concerning ganglionic plexi ablation. There were no acute complications and the patient was discharged. The patient did not initially require extended hospitalization. Overall ablation time at the site of injury was 220 seconds. There were no error messages on any biosense webster equipment during the procedure. The patient had felt unwell since the ablation but did not complain of anything specific. Four weeks later, the patient presented to the hospital, after having collapsed at home, with chest pain and fever. The patient was admitted to the hospital. Contrast computed tomography (CT) was done which demonstrated a connection between the esophagus and left atrium and revealed an atrio-esophageal fistula with a 3-4mm burn on the posterior-inferior aspect of the right lower pulmonary vein. Chest x-ray revealed air in the pericardium. Damage was moderate to severe and later resulted in an air embolism, causing possible embolic stroke event and residual left arm weakness. A right lateral thoracotomy was performed and a patch placed over the damaged left atrial posterior wall. At the same time, the esophagus was sutured to repair the damage. Chest drains were left in situ and the patient was readmitted for an extended stay of approximately 1-2 weeks. At the time of complaint report, the patient was extubated and awake. The physician's opinion regarding the cause of this adverse event is that it was procedure-related.